Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery failed alarm, and the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting, too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the battery failed alarm, and the customer stated that no damage to the battery cap and compartment. Troubleshooting was performed for the pump error, and the customer was able to clear the alarm and unable to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer's response was the device will be returned.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No failed batt test alarm or pump error 37 alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 37 alarm found in the pump history file/trace on 01-apr-2025 at 17:43:19. (3) pump error 43 alarms found in the pump history file/trace on 01-apr-2025 at 00:42:00, 00:47:47 and 16:57:07. (36) failed battery test alarms found in the pump history file/trace on 01-apr-2025 started from 00:42:13 to 17:32:49. Pump was cut open to perform visual inspection and found moisture damage on internal battery connector on the pcba 1 and corroded motor home switch. The force sensor offset measured (23.79 mv). Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the pump case noted. In summary, pump passed all required testing. Failed battery test alarm was confirmed due to moisture damage on internal battery connector on the pcba 1. Pump error 37/43 alarm was confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.